Event description:
Home patient disconnected supply bag and spiked a new bag onto an already spiked line of homechoice set during manual drain of homechoice treatment. No patient injury or medical intervention required as a result per affiliate.